Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash/open wounds with scarring. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied ointment and antibiotics to the skin irritation. Follow up indicated that the skin irritation improved.